Event description:
It was reported that the surgeon revised hip due to leg length discrepancy. Additional information received from sales rep on (B)(4) 2013: patients stem subsided. She had alumina on alumina implants in. Surgeon decided to revise to mdm. And longer neck to address the leg length discrepancy.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the surgeon revised hip due to leg length discrepancy. Additional information received from sales rep on (B)(6) 2013: patient's stem subsided. She had alumina on alumina implants in. Surgeon decided to revise to mdm and longer neck to address the leg length discrepancy.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon revised hip due to leg length discrepancy. Additional information received from sales rep on july 16, 2013: patients stem subsided. She had alumina on alumina implants in. Surgeon decided to revise to mdm and longer neck to address the leg length discrepancy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.